Event description:
It was reported that the front clamp foot from the oxford instrument fractured during surgery and was retained in a patient. Confirmed by same day post op x-rays and removed from the patient on the same day via surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign-netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of use with gouging on the handle of the inserter and some damage to the back side of the inserter. There was also 1 loose hex screw and one missing hex screw. The tab at the end of the inserter has fractured off and not all of the pieces were returned. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. Radiographs were provided and reviewed by a radiologist. The review identified a metallic foreign object at the posterior aspect of the knee arthroplasty. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.